Manufacturer narrative:
This report is being filed to provide in investigation: a review of the device history record (DHR) for this unit showed no irregularitiesduring manufacturing that were relevant to this issue.root cause: a definitive root cause for the donor's reaction could not be determined. Possiblecauses for the alleged vasovagal reaction include, but are not limited to, the donor's physiologyand/or the donor's sensitivity to the procedure.

Manufacturer narrative:
Investigation: the customer is not alleging any problem with the machine or platelet collection set. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur in around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that at the beginning of the collection procedure on a spectra optia device, the patient developed hypotension. The customer stated that patient's blood pressure (bp) decreased from 127/76 to 70/40 during the beginning of the procedure. Per the rn, the procedure was paused and per physician's order, a bolus of 600ml of 0.9% normal saline (ns) was administered to the patient intravenously. The procedure was restarted after the patients bp stabilized and the customer reported the collection as "going fine".per the customer after performing bolus, the patient's bp stabilized at 118/75 and is reported in the 'stable' condition. The customer declined to provide patient identifier (ID) and age. The spectra optia collection set is not available for return because it was discarded by the customer.